Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section h6 device and impact codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited intermittent low out of range impedance measurements. Technical services (ts) was consulted, and it was found that the patient had an ablation procedure, therefore the electromagnetic interference (emi) could had affected the impedance measurements, but it was not conclusive. A vector breakdown was performed, and the analysis suggested a short circuit localized within the device pocket, likely involving a connection associated with one of the right ventricular (rv) lead coils. Reprogramming options and further testing were recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited intermittent low out of range impedance measurements. Technical services (ts) was consulted, and it was found that the patient had an ablation procedure, therefore the electromagnetic interference (emi) could had affected the impedance measurements, but it was not conclusive. A vector breakdown was performed, and the analysis suggested a short circuit localized within the device pocket, likely involving a connection associated with one of the right ventricular (rv) lead coils. Reprogramming options and further testing were recommended. No adverse patient effects were reported. This rv lead remains in service.